Event description:
Radiologist reported on (B)(6) 2011 after reading an us done on a 9 week pregnant pt, that pt had an abdominal CT done for abdominal pain on (B)(6) 2011. Urine pregnancy test was negative which meant that pt was pregnant during CT a little over a week. (B)(4).